Event description:
It was reported that the inflatable penile prosthesis (ipp) was not cycling, presented air and fluid leak. A surgical procedure was performed to replace the system. There were no patient complications.